Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator and right ventricular (rv) lead exhibited low out of range shock impedance measurements and oversensing. The patient received an appropriate shock that did not convert but the rhythm recovered on it's own. The patient was brought in to the hospital to have a shock delivered to test the system integrity and replace the device. Prior to the incision, the patient was given frozen plasma and experienced an anaphylactic reaction to the plasma. Chest compressions were performed and the patient was externally cardioverted. The rv lead was surgically abandoned and the device explanted as the cause of the noise and low impedance measurements could not be determined. There were no additional adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
At this time this product has not been returned to boston scientific for analysis. This investigation will be updated should further information be provided.